Event description:
During a laparoscopic procedure, the surgeon reported a loss of responsiveness with the device due to a dislodged gimbal and loose wire. The unit was returned and during the eval of the unit it was determined that the wire had broken. No injury or impact to pt care was reported.